Manufacturer narrative:
H.6. Investigation: photo of a 50 ml syringe received for investigation, upon visual inspection of the picture received it can be observed the barrel is damaged, the surface of the syringe where the tip is located has been completely detached by the edge from the rest of the syringe. A device history review was performed for lot 2008320, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that bd syringe 50ml ll tip of syringe broke. The following information was provided by the initial reporter: during the collection of the treatment (morphine vial), aspirating the syringe broke with dissociation of the conical tip of the syringe body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50ml ll tip of syringe broke. The following information was provided by the initial reporter: during the collection of the treatment (morphine vial), aspirating the syringe broke with dissociation of the conical tip of the syringe body.